Event description:
Edwards received information that this (B)(6) male was approved for tavr within his existing edwards porcine bioprosthetic valve. It was identified, through review of source documentation provided, that echo showed severe aortic regurgitation. Patient under went a successful valve-in-valve procedure. Follow up aortogram showed resolution of the aortic regurgitation. The patient was extubated and left the or in stable condition.

Manufacturer narrative:
(B)(4). It was reported that this patient had severe prosthetic aortic valve regurgitation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Since the device is not available for analysis (not explanted), the root cause for the regurgitation cannot be confirmed. There have not been any allegations of a malfunction or deficiency related to the device. No further actions are possible with the available information.